Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received information that two days post implant a right atrial (ra) lead dislodgement was confirmed via x-ray. One day later physician stated that the right ventricular (rv) lead exhibited normal impedance measurements with loss of capture and was also thought to be dislodged. It was noted that the patient had received four external cardioversion shocks to convert atrial fibrillation yesterday, which may have been related to the loss of capture. No adverse patient effects were reported as the patient has a junctional rhythm around 50 bpm. A lead revision procedure to reposition the leads was scheduled. No specific measurements were provided. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.